Event description:
It was reported the customer was having unexplained high blood glucose. The customer's blood glucose was 493 mg/dl. The customer stated they had treated their blood glucose with seven units of insulin. Troubleshooting for high blood glucose found the customer was thirsty as a symptom of their high blood glucose. The customer also stated their drive support cap appeared to be normal. The customer also reported the tubing connecting to the reservoir was cloudy with air bubbles. Customer was advised to monitor their blood glucose. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).